Manufacturer narrative:
It was reported that during the surgery, after it was linked to the host ,there is a signal showing connecting; but there is no signal when the subsequent locking nail locks during the navigation. There was a delay between 0-30 min. The procedure was finished using free hands. The associated sureshot targeter, used in treatment, was returned and evaluated. A visual inspection of the returned device shows the connector is damaged/deformed. A functional check could not be performed due to the damage of the device. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. The risk management file has identified the reported event as potential cause of failure. The device was manufactured in 2014. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the surgery, after it was linked to the host ,there is a signal showing connecting; but there is no signal when the subsequent locking nail locks during the navigation. There was a delay between 0-30 min. The procedure was finished using free hands. On may 9, it was confirmed that there was no navigation signal.